Manufacturer narrative:
The manufacturers investigation is ongoing, lot history, device history, sterilization records, and trend reporting to be reviewed. A follow-up report will be submitted upon completion of the investigation.

Event description:
Information received by the manufacturer from the patient's eye care provider. It is reported by the patient's mother to the eye care provider that the patient began experiencing headaches around the same time as he began wearing soft contact lenses. The patient sought medical treatment at a clinic and after exam was sent home, medical treatment and any diagnosis or care instructions are unknown. The patient began vomiting and returned to the clinic, once again the patient was examined and sent home with instructions to seek emergency medical treatment if the symptoms did not resolve. Following the initial event, the became unconscious and was convulsing, he was hospitalized, and it is reported that he was in a coma for four days; the patient was diagnosed with bacterial meningitis. Good faith efforts have been made to obtain additional information without success, additional information is unknown. While there is no known correlation between contact lens use and the diagnosis of bacterial meningitis, this event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.

Manufacturer narrative:
Device evaluation: seventy-six (76) sealed lenses, alleged to be from the same lot number, were returned to the manufacturer in unused condition. The used lens(es) involved in the incident were not returned to the manufacturer for analysis. A sample size of ten (10) lenses was taken for testing. The lenses were evaluated for surface quality and prescription as well as physical properties of base curve, diameter, and center thickness. The lenses were found to be within manufacturing specification, free from any faults or defects. The packaging solution was checked for ph and osmolarity measurement, found to be within expected values. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. There were (B)(4) lenses manufactured from this lot and no additional complaints have been received. The incident is occurring at (B)(4) which is considered remote (<0.065%) and given a probability of failure ranking of 1 out of 5. Based on the manufacturer's assessment and CAPA trigger matrix no further investigation is required at this time. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. As the used lens(es) directly involved in the incident were not returned to the manufacturer, it is unclear if the lens(es) involved were subject to a device failure or malfunction. The relationship between the coopervision device and the adverse event is unconfirmed. Coopervision does not plan to take any formal remedial corrective or preventative action, including field safety corrective action. Should additional information become available that requires corrective or preventative action, including any necessary field safety corrective action, coopervision will inform FDA via a follow-up report.